Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Per failure analysis (fa): the reload was found to have the knife exposed within the knife track. Upon visual inspection, the reload appeared to be used and fired partially. The reload was found to have cartridge damage. The reload was disassembled in-house for inspection. No damage was found on the knife. The reload was found to have a broken shuttle.

Event description:
It was reported that during a da vinci-assisted surgical procedure, attempted to clamp, it paused multiple times for compression, and eventually backed out, saying tissue was too thick, despite it being normal conditions. Reporter stated that there were no staples or anything at that location. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.